Event description:
Reporter alleged blood glucose device generated a result outside the reading range of the meter. It was stated the device result was 700 mg/dl; however, no further info was provided or could be obtained despite several unsuccessful attempts made by the MFR. A request was made for the return of the suspect device and replacement product was sent.